Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a high glucose event with a recorded blood glucose of 304 mg/dl, with no noted abnormalities at the infusion site or supplies and with the user reporting they changed out their supplies after readings exceeded 300 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no specific device problem or component could be identified and no findings were available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.